Event description:
During evaluation of a returned spectrum infusion pump, the device had no audio volume. No additional information is available.

Manufacturer narrative:
The device was received, and an evaluation is complete. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to no audio volume. Service evaluation verified the no audio volume. The cause was identified to be a failed input/output printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.